Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right atrial (ra) channel. Additionally, myopotential noise was observed and a lead conductor fracture was suspected. The system was reprogrammed and will continue to be monitored. The crt-d and the ra lead remain in service. No adverse patient effects were reported.